Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported slda appears to be related to disease progression. The reported patient effect of recurrent mr appears to be related to the slda, and dyspnea is a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2022, the patient was presented with grade 4 functional mitral regurgitation and enlarged atrium for a mitraclip procedure. During the procedure, three mitraclips were successfully implanted. On (B)(6) 2025, it was reported that first mitraclip had single leaflet device attachment (slda) from anterior leaflet with recurrent mr grade of 4+. Per the physician, slda occurred due to disease progression of more annular dilation. There was no clinically significant delay. No additional information was provided.